Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a software error and a motor error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected motor arm cannot communicate with the main arm alarms or software error detected alarms noted during testing. However, motor arm cannot communicate with the main arm alarm followed by software error detected alarm was present in format history file due to software error. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.